Event description:
It was reported that the patient had been hospitalized with hyperglycemia where the patient experienced ketosis on (B)(6), 2026. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 24 and 36 hours. The patient shared that they experienced a serious issue with the pod, as it was not functioning properly and the patient was not receiving any insulin. As their blood glucose levels continued to rise, the situation became concerning enough that they sought medical attention. The patient was admitted to the hospital, where they remained for two days due to high blood glucose levels while the issue was managed and stabilized. Symptoms reported include nausea, vomiting, headache, and dizziness. The patient was treated with insulin administered intravenously. The patient was discharged 1.5 days later. The pod was removed at the hospital and discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone15.2 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.